Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err call technical support. No additional patient or event information is available. No product was returned for evaluation. The complaint confirmation of an error icon display could not be determined. A root cause could not be determined.